Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the distributor that cardiosave intra-aortic balloon pump (iabp) experienced overheating and power on test failure 3 during use on patient. The device was turned off, waited 10 minutes, and turned on again. However, the fault persisted. The patient died later than 4 hours after failure. It has not been proven that the equipment was responsible for the patient's death.

Manufacturer narrative:
The initail reporter details submitted in initial emdr are incorrect. These are the distributor details. The contact information of the hospital site is not available. A gfe has been raised and a supplemental report will be provided if the information becomes available. Due to character limitation in e1, event site details are as follow - full event site name is hospital section 50 of the (B)(6). Updated fields: b3, b4, d9, e1 (event site name and address), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: b7, e1(initial reporter), e2, e3, g2, h6(medical device: problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the external physical condition of the equipment is verified, and an attempt is made to perform a functional test using a linear counterpulsation balloon and a cardiosave trainer. However, this cannot be carried out because the equipment is locked for safety reasons after detecting an ¿overheating¿ condition. Leak and compressor tests are performed using the ¿all manifold test¿ function, with satisfactory results. During the inspection, it is observed that the compressor temperature exceeds 80 °c. Therefore, it is confirmed that the temperature sensor is damaged. The temperature sensor is replaced, following the manufacturer's recommendations. Once the new sensor is installed, the device is turned on and cycled using a linear counter pulsation balloon and a cardiosave trainer simulator, with satisfactory results. The system information is verified, including: total number of assistance cycles, number of safety disc cycles, total system hours, and total assistance hours. The leak and compressor tests are repeated using the ¿all manifold test¿ and "compressor cycling" functions, obtaining an operating temperature of less than 40 °c. Electrical safety tests are performed with a fluke esa609 analyzer. At the end of the service, the equipment is checked again with the linear counter pulsation balloon and cardiosave trainer, simulating different patient scenarios and obtaining satisfactory results. The failure analysis and testing department received part with a reported unit failure of the unit overheating and a power up code 3. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested extensively for 6 hours with no failure reproduced. Fat cannot confirm any failure on this part. Retaining the part in the failure analysis and testing department per procedure. Probable root cause for cardiosave¿s ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient could be muffler/filter¿s clogging before scheduled replacement and causing the scroll compressor to increase rpm thus generating more heat or cardiosave¿s chassis fans lack of ability to dissipate heat generated by the medical device and scroll compressor or the cardiosave drive regulator drifting/leaking causing the scroll compressor to increase rpm and increasing the heat generated or temperature sensors becoming damaged from prolonged exposure to elevated ambient conditions and excessive handling.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site telephone, event site email), g3, g6, h11. Corrected fields: d10, h6 (component codes).